Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use an amphirion deep pta balloon during procedure to treat a severely calcified lesion in the right mid anterior tibial artery (ata) and short saphenous vein (ssv). The vessel was a little tortuous. An unknown inflation device was used for balloon inflation. There was no damage noted to packaging. There was no issue noted when removing device from the hoop/tray. The device was prepped per IFU with no issues identified. Device or component detached, cracked or fractured occurred. It was reported that after deflating the balloon, when physician was trying to retrieve the balloon from the target lesion, it got caught in the lesion. There was removal difficulties following balloon inflation. Physician pulled the balloon's end to snare and remove it. In the process, the balloon was torn and a portion of the catheter fell off, but the physician expected some of the balloon to remain in patient. Physician tried to remove the detached pieces that had gone away for 3 hours, but only removed the catheter pieces. The balloon was not completely removed and procedure was finished, with physician expecting the ata to be blocked. The device did not pass through a previously deployed stent. There was no further patient injury reported. The snare used was a medtronic snare. The ata is heavily calcified. It is unknown if additional treatment is planned. No further patient injury reported.

Manufacturer narrative:
Additional information: the lesion was a heavily calcified lesion therefore it is difficult to say the balloon fragments are solely responsible for the blocked anterior tibial artery (ata) however the fragments do contribute to slow blood flow. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.